Event description:
The account reported the intraocular lens was explanted 2 months after implant due to a refractive surprise. There was no patient injury.

Manufacturer narrative:
The returned iol was measured for diopter and was confirmed correct as labeled, 21.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.